Event description:
The onyx migrated to frontal cortical cavm drainage vein; however, the onyx did not occlude any vessel.

Manufacturer narrative:
(B)(4). The device will not been returned for analysis as it was implanted; therefore the complaint could not be determined. Based on the reported information the onyx migration during injection was most likely caused by the use of onyx 18 to treat an arteriovenous shunt with high flow. Onyx¿ les 18 will travel more distally and penetrate deeper into the nidus due to its lower viscosity compared to the onyx¿ les 34. Therapeutic embolization should not be performed when high blood flow precludes safe infusion of the embolic agent. Based on results from in vitro and in vivo testing, coil placement prior to the onyx¿ les injection should be considered for feeding pedicles with av fistulae having flow rates exceeding 200 ml/min and vessel diameters of 3 mm or greater. Per onyx instruction for use: 1. Onyx¿-34 les: recommended for embolizing higher flow and larger fistulous components 2. Adjunctive coil use should be considered if angiography shows that venous drainage of the avm appears almost simultaneously with arterial opacification. Same event as reported in MDR MFR: 2029214-2015-05179.

Event description:
Medtronic received a report that a patient had a prolonged procedure due to onyx venous migration during onyx embolization injection. The patient reported hair loss post procedure. The patient underwent the third (last) stage of onyx embolization to treat a left frontal avm. The presence of a direct av shunt was noted. The injection of onyx was ineffective and it was noted the presence of a venous passage as a result of the hyperflow. A further hyperselective catheterization was carried out at the same point. Helical platinum coils were inserted and successfully occluded the direct arteriovenous shunt. Embolization on this pedicle was completed by a further injection of onyx 18. The arteriographic control of the right and left carotid and vertebrobasilar artery confirmed that the size of the nidus had been reduced and that the cerebral circulation was normal. Patient awoke with no new neurological deficit compared with the preoperative clinical evaluation. It was reported that the patient experience hair loss post procedure due to long exposition to radiation. The alopecia resolved in 8 weeks without any treatment.